Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 during which distractor placement was performed for a second time. The distractors, which were initially placed on (B)(6) 2015, were dislocated. In addition to correcting placement of the distractors, the surgeon also placed intermaxillary fixation with imf screws to prevent movement of the distractors. The procedure took four (4) hours to complete, which included a sixty (60) minute surgical delay. A panoramic radiograph image was taken 24 hours postoperative and showed dislocation of the right distractor and evidence that the left side was about to dislocate. This is report 12 of 14 for (B)(4).

Manufacturer narrative:
Additional narrative: distractor dislocation occurred sometime between (B)(6) 2015. Exact date is unknown. Device is not distributed in the united states, but is similar to a device marketed in the us. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The explant procedure was scheduled for (B)(6) 2015, but may not have occurred until (B)(6) 2015. Exact date is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (based on operating room notes received on may 8, 2015): it was reported that a clinical meeting was held and a decision made to remove distractors. In addition, an osteosynthesis system would be installed to consolidate the fracture.